Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were testing the arctic sun device that had a low flow problem and not heating, in bypass it was getting 0 lpm, -9.5 inlet pressure (ip), circulation pump command (cpc) was 0 percentage, they disconnected the fluid delivery line (fdl) to ensure the pressure transducer was working and it was the inlet pressure (ip) dropped to 0.0 after removing the fluid delivery line (fdl), then reconnected the fluid delivery line (fdl) and attached a used neonate pad that they had on them because they didn't have a shunt line and the flow was 0.6 lpm with inlet pressure (ip) -7.0, recommended to send this device to biomed to have the bypass flow set screw adjusted.

Event description:
It was reported that they were testing the arctic sun device that had a low flow problem and not heating, in bypass it was getting 0 lpm, -9.5 inlet pressure (ip), circulation pump command (cpc) was 0 percentage, they disconnected the fluid delivery line (fdl) to ensure the pressure transducer was working and it was the inlet pressure (ip) dropped to 0.0 after removing the fluid delivery line (fdl), then reconnected the fluid delivery line (fdl) and attached a used neonate pad that they had on them because they didn't have a shunt line and the flow was 0.6 lpm with inlet pressure (ip) -7.0, recommended to send this device to biomed to have the bypass flow set screw adjusted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. After removing the fluid delivery line (fdl), then reconnected the fluid delivery line (fdl) and attached a used neonate pad that they had on them because they didn't have a shunt line and the flow was 0.6 lpm with inlet pressure (ip) -7.0, recommended to send this device to biomed to have the bypass flow set screw adjusted. A DHR is not required as this is not an out-of-box failure. The instructions-for-use are found to be adequate. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.